Event description:
It was reported that the patient had a st jude (abbott) device and a medtronic lead in the azygous due to high defibrillatory therapy (dft). It was noted that the patient had failed conversions and the physician was looking for effective ways to provide defibrillation. Programming changes were discussed but could not be completed in the configuration discussed. Limitations of legacy devices in terms or delivering higher outputs for conversion as well as programming options were discussed. The physician was frustrated that all the reps (unknown manufacturer) implantable cardioverter defibrillators were under advisory at the time of the event.

Manufacturer narrative:
Related voluntary medwatch : mw5123020.